Manufacturer narrative:
(B)(4). Visual inspection of the returned tibial articular surface provisional (tasp) confirms that tasp exhibits signs of repeated use and has fractured on the medial side of the post, all pieces were returned. The complaint is considered confirmed as the returned tasp was fractured. The DHR records were reviewed with no deviations/ anomalies identified. The likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review. This device is used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the tasp construct fractured when being taken apart after use in a knee arthroplasty.